Event description:
Sudden blood pressure decrease, collapse. Information was received on 12/4/2006 from a physician regarding a female patient with a medical history of bilateral knee osteoarthritis and with a "significant pathology", who experienced sudden blood pressure decrease and collapse. The patient began treatment with synvisc in 2006. The patient received one injection of synvisc into both knees. On the same day after the synvisc injection, the patient experienced a sudden blood pressure decrease and collapsed. The patient was admitted to hospital as a precaution measure. The physician reported that "all vitals were checked as ok in the hospital". The physician hypothesized that "the incident was due to pain and discomfort caused by infiltration procedure". The physician assessed the severity of the adverse event as mild and the relationship with synvisc as none. The patient had recovered without sequelae 2 days later.